Manufacturer narrative:
Other: (secondary intervention revascularisation of target lesion). Evaluation results: (myocardial infarction).

Event description:
Two stents were implanted (overlapping) in the svg. (Reference MFR report# 2953200-2009-00759) patient was asymptomatic at 30 day follow up. It was reported that the patient suffered a mi (acute non-stemi) approximately 6 months following index procedure. It was reported that the target lesion was involved. The investigator reported "acs with st depression in lateral leads and positive troponin. Cath showed in-stent restenosis in veinal graft." Investigator reported that the mi was related to the study stent. Revascularization was performed (ptca) to the svg. Indication for revascularization was positive history or recurrent angina pectoris presumably related to the target vessel. Investigator indicated that the revascularization event was related to the study stent. Pci was performed with good result.